Manufacturer narrative:
UDI not required. Legal manufacturer: hcs (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The speaker was re-seated, and the unit was returned to service.

Event description:
The hospital reported the unit lost the ability to audibly alarm. There was no report of patient involvement.